Event description:
(B)(4). It was reported that during a coronary artery stenting treatment procedure, a dissection occurred. Target lesion 1 was located in the right coronary artery (rca). The reference vessel diameter was 3.0mm and lesion length was 22mm. Pre-procedure was 65% stenosis and post-procedure was 0% stenosis. Direct stenting was not attempted. A 3.0x24mm liberte stent was implanted. Target lesion 2 was located in the rca. The reference vessel diameter was 3.5mm and the lesion length was 10mm. Pre-procedure was 65% stenosis and post-procedure was 0% stenosis. Direct stenting was not attempted. A 3.5x12mm liberte stent was implanted. Due to a dissection an additional liberte stent was implanted. The procedure was a technical success. The patient was discharged 3 days post index procedure without angina complaints or silent ischemia. Discharge medication included asa 100mg daily/infinitely and clopidogrel 75mg daily for 12 months.

Manufacturer narrative:
The device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown therefore, a review of the manufacturing documentation could not be performed. The most probable root cause classification of anticipated procedural complications as this complaint is a known physiological effect of the procedure and is noted in the directions for use. (B)(4). Device not returned for analysis.